Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy for an supraventricular tachycardia. Programming changes were made. Patient drug use was suspected. The patient condition is fine.

Manufacturer narrative:
(B)(4).